Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture grade 4.

Event description:
Healthcare professional reported "rupture", "prosthetic rupture in some areas without silicone leakage with periprosthetic seroma and capsular contracture baker grade IV". This record is for unknown side. The device was explanted.